Event description:
The customer reported the system would not write to the hard drive and locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer and directed them in removing and rebuilding the database. The system operates as intended.